Event description:
It was reported the system would not display a viewable fluoroscopic life image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.